Manufacturer narrative:
Concomitant products: product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
The patient reported on (B)(6) 2015 that they had not felt stimulation in three months. The last successful recharge session was at least a month and half prior, but may have been more. The patient had not recharged because they were going on vacation, and they were not in as much pain as they were before, so they were not using the device as much. It was also noted that three months prior, the implantable neurostimulator (ins) had been turning off. However, they were unsure if the ins had been charged to at least 25% when this occurred. At the time of call, communication was not possible with the patient programmer or recharger, and an overdischarge was suspected. A poor communication screen was displayed on the programmer. The patient also experienced pain, tenderness, and soreness occurring at the ins site, right hip, and was it was radiating down their leg. This was noted to be a sudden change in symptoms. The patient had seen a manufacturing representative (rep) three months ago about the ins site, and the patient's health care provider (hcp) stated that they could move it if the patient wanted. The related medical history included lumbar radiculopathy. A supplemental report will be submitted if additional information is received. Additional information was received from the manufacturer representative (rep) stating that the patient had been seen on (B)(6) 2015, where a trickle charge was conducted. The patient had not used it for three months. The rep cleared the power on reset (por) and was able to get the spinal cord stimulation (scs) working again.